Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power of the air oscillator device was insufficient/low, and the seal was worn. It was further observed that the device had a cosmetic and component damage, unexpected noise, and an air leak. It was further determined that the device failed pretest for general condition, check function of device, check for noticeable noise, check oscillating frequency with frequency meter, check starting behavior and check for air leak. It was noted in the service order that the device did not work. It was reported that there were no delays in the surgical procedure and the surgery was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.